Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown c2a-taper modular head, unknown, unknown, unknown bimetric stem, unknown, unknown, unknown c2a-taper bearing, unknown. Report source, foreign - the event occurred in (B)(6). Report source, literature: borgwardt, a. Et al (2017). A randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants. The journal of arthroplasty, 1-9. Doi: 10.1016/j.arth.2017.11.061. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2018 - 00708, 3002806535 - 2018 - 00710. Product location unknown.

Event description:
It was reported in a journal article that one patient underwent hip revision due to pain, severe limitation of function, and implant loosening with signs of altr. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported in a journal article that one patient underwent hip revision due to pain, severe limitation of function, and femoral stem subsidence.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device did not cause the event. Femoral stem subsidence reported under medwatch number: 3002806535-2018-00710.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This event is not reportable for this component as the revision was due to stem loosening.

Event description:
Hip revision due to stem loosening.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.